Event description:
The customer contacted philips healthcare to report that during therapy, the patient sustained a "burn". The degree of burn and details related to this incident and treatment of the burn have not yet been reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted after philips obtains more information concerning this event.